Manufacturer narrative:
(B)(4). Method: product evaluated. Device history record, ncmr, CAPA and complaint history evaluated. Result: device performed according to specifications. Conclusion: device operated according to specifications. Device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.

Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 1.4 - 1.8 vs reference lab inr 2.5, a day later. The instrument was reported to be working fine, then taking longer time to give results. Inr target range: 2-3. No adverse events reported.